Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Eighteen (18) hours post index procedure, the patient developed a pericardial effusion with tamponade. A pericardiocentesis was performed. The patient fully recovered and was discharged from the hospital.